Event description:
It was reported that after a cryo atrial fibrillation (afib) case, the patient suffered a stroke. After three (3) hours of recovery, the patient began to show signs of stroke which included dysphasia & hemiparesis. The stoke was confirmed by a computed tomography (CT) scan. The only medical intervention provided to the patient was the medication tenecteplase (tnk) to dissolve the clot. The patient improved almost to baseline and was reportedly in stable condition. The bwi products used during the procedure were patches and a pentaray catheter. On 04-apr-2024, additional information was received which indicated that the sheath used was a mdt flex sheath. Case type: cryo afib. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).